Manufacturer narrative:
Unit received with unresponsive down button due to flattened dome (no crease). Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's down arrow button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 163 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.